Event description:
During a sigmoid resection the surgeon fired the tlc75 and could not complete the firing cycle. The device was reloaded and the same problem occurred. The surgeon then had a tlc55 opened and the same situation occurred. A second tlc55 was opened to complete the case. The reloads are being returned with the products. Each product has one reload in it and an additional reload is being returned (four reloads total). There was no consequence to the patient.

Manufacturer narrative:
Based on the info received and the visual and functional results, no conclusion could be reached as to what may have caused the reported incident. There were two cartridges returned with the instrument. One of the cartridges was received with all the drivers in the up position and no staples present, indicating that the cartridge had been fired through a complete firing stroke. The other cartridge was returned with one set of distal drivers in the down position with unformed staples present. No conclusion could be reached as to why the instrument was not fired through the complete firing stroke. The instrument was fired with a reload cartridge and fired and formed all the staples across the entire staple line with no difficulties noted. Comments: manufacturing and engineering have been notified of the reported incident. Co strives to understand each incident as it is reported in order to continuously improve co's products.